Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient weight (B)(6). (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, a 3.0x15mm xience xpedition stent was implanted in the proximal left anterior descending (lad) coronary artery lesion. On (B)(6) 2015, the patient expressed experiencing worsening chest pain over the past two days and was hospitalized. On (B)(6) 2015, coronary angiography was performed showing severe stenosis in the proximal to mid lad. A non-abbott stent was implanted in the proximal-mid lad as treatment. The event resolved without sequela and on (B)(6) 2015, the patient was discharged from the hospital. There was no additional information provided.